Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.

Event description:
A ventec service loaner was returned to ventec and during its evaluation, ventec observed that it was displaying a patient circuit disconnect alarm. There was no patient involvement associated with the reported event.